Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue that device had programming error.

Event description:
It was reported that when programming a bolus, the customer noted that they had manual programming errors on the nursing side. There was patient involvement, but the outcome is unknown. Bd received additional information through due diligence attempts. Customer mentioned that "unfortunately do not have much by the way of specifics. We are noticing there are manual programming errors with our ¿bolus from bag¿ workflows in pediatrics. Nursing is often programming improper doses (likely a transcription error of dose vs mg/kg dose. It is not discovered until someone typically from the next shift goes to ¿restore¿ the last bolus. Hence why I inquired about this function. It is seen with narcotics and sedation bolus from bag drips. These would not prompt any error messages or issues when doing so unless it surpassed a guardrail limit for that drug. This was more so just an inquiry about functionality of that ¿restore¿ feature and if there was ability to remove it."